Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Emdr retraction: the initial emdr with manufacturing report number (9618003-2025-03026), was submitted on 20-nov-2025. However, based on the additional information received, it was found that the mass was off centered. Now, this case has been determined to be non-reportable. Hence, this emdr is being submitted to retract the initial emdr. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The consumer¿s wife reported that the mass was off-center and the pouch detached from the mass as a result, causing odor. There were five pouches from this box. She stated that all were off-center, but three had been used and were slightly separated from the mass. They seemed to catch the issue before leakage of effluent occurred. The mass remained adhered well to the skin. The consumer used an appliance belt and placed odor eliminator drops in the pouch. According to the case history, she mentioned this had been an ongoing issue, which was resolved for a while but had started occurring again. She also reported a second lot on the same day. Photos were requested, and a replacement was provided. No harm was reported, but they indicated having to use many more pouches than typical (wear time could be almost a week when this issue was not occurring). The consumer had been using the product for many years. No photo was available at that time.

Manufacturer narrative:
Device 4 of 5 based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 4j00526 was manufactured 01/sep/2024, in convex 1 piece (pc) line, with a total of (B)(4) market units (mkus). The complaints engineer performed a batch record review on 13/nov/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1000616 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The reported malfunction could be generated during the manufacturing process of the final line, therefore no further batch record review of the subassembly lots was required. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Historical complaints review: on 13/nov/2025, complaints engineer ran a query in database in order to verify the complaints reported for the 4j00526 lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect and no additional complaints were identified. Historical nonconformance review: on 13/nov/2025, complaints engineer ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect for the lot number 4j00526 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: concentricity of the convex disc to bel tab frequency: first unit and hourly sample quantity: 2 samples (1 unit per station) acceptance criteria: the convex disc must be concentric within 4 mm of the belt tab ring. Defect rate analysis there have been 5 defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 2.5% based on our process instruction (pi). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an aql of 2.5. To date, it is well within our accepted aql level for this type of failure mode or defect. Conclusion: no photographs for this complaint issue. Therefore, it was not possible to conduct an investigation for the reported issue. A review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.